Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room (ER) as they received an inappropriate shock for what appeared to be ventricular tachycardia (vt), which turned into atrial fibrillation (af) with rapid ventricular response (rvr). The field representative mentioned there were missing subcutaneous electrocardiogram (secg) markers at the start of the episode. Technical services (ts) noted this was likely a storage limitation where the picture and marker storage are not tied. Ts recommended programming optimization. This s-ICD remains in service. No adverse patient effects were reported.